Event description:
Caller reported a cgm error related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support, and after performing the reset, the error code did not appear again. The sensor session was successfully started.